Manufacturer narrative:
The handpiece was examined and no problems were found. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on january 15, 2014. Based on qa assessment, the product met specifications at the time of release. The handpiece was found to have no problems. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens implant procedure there was no ultrasound from the handpiece. The handpiece had been successfully calibrated. There was no system message displayed. The case was completed using an alternate handpiece. There was no harm to the patient. Additional information was requested and received.